Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dental needle. The customer stated that the needle is detaching from the hub. When the doctor takes it out of the patient's mouth, the needle is coming off and staying in the gum.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.